Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from 8030916-2016-00035 that during an unspecified surgery, it was observed that the motor device handpiece would only go 45,0000 rpm (rotations per minute) when pushing the pedal all the way to the floor. It was reported that the device should be doing 80,000 rpm. It was reported that the device was also making a weird noise. It was reported that there was a two minute delay in the surgical procedure. It was not reported whether there was a spare device available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the rotations per minute were measured at 47,000 and it should be 80,000. It was further noted that the device failed for noise measured at 81 dba and should be reading less than 76 dba. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.